Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported two motor error alarms during bolus delivery and stated that the silhouette caused some swelling and bruising. Customer reported having to pull them out and reinsert them. Customer's current blood glucose reading is 156 mg/dl. No further information reported.